Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause was attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting at the blade tip. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was unable to be fully cleaned as it was burned on. There was no report of patient involvement.